Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of laparoscopic lower anterior resection, prior to patient use, the handle started up, but the screen went completely black with no sound after it was inserted into the shell. The handle completely shut down. The handle was returned to the charger, the charger flashed green and charging was performed, but handle did not react. Another device from another manufacturer was used. There was no patient injury.